Event description:
It is reported that the device was implanted in 1999. Post-op, the pt complained of pain. An x-ray revealed an osteolytic cyst around the screws securing the baseplate to the tibia. A revision surgery occurred in 2005, where wear was noted.

Manufacturer narrative:
Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.